Manufacturer narrative:
Based on the available information, the device and stent performed as intended during the initial implant procedure on (B)(6) 2025, with no reported complications. During a follow-up catheterization on (B)(6) 2026, it was noted that the stent migrated and an aneurysm had developed. The timing and cause of the stent migration and aneurysm development remain unknown. No product was returned for evaluation; therefore, device analysis could not be performed.

Event description:
A 6 mm minima stent was used to treat a native coarctation on (B)(6) 2025. No intra-procedural complications or adverse events were reported to renata medical at the time of this procedure. On (B)(6) 2026, a follow-up catheterization procedure was performed due to an increased gradient identified during clinical evaluation. During this procedure, stent migration and a posterior medial aneurysm were observed. The device was not returned for evaluation. No additional device performance data information is available at this time.